Manufacturer narrative:
Manufacturers investigation conclusion: analysis of the submitted log files confirmed a low speed / pump stop event while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline, however, a direct correlation between these findings and hmii lvas, serial number: (B)(4) could not be conclusively established through this evaluation. The submitted log files contain cumulative data from (B)(6) 2020 at 12:27:53 through (B)(6) 2020 at 17:05:17. The pump speed remained above the low speed limit from the beginning of the files until (B)(6) 2020 at 02:47:44. At this time, a brief low speed / pump stop event was captured. This event was associated with low speed advisory, low speed hazard, and low flow hazard alarms. This event appeared to occur while the patient was supported by the mobile power unit (mpu). No additional hazard alarms were captured throughout the files. No abnormal trends in pump parameters were observed. The center reported that the patient was given an ungrounded patient cable. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number: (B)(4), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2016 via customer order (B)(4). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled pump performance monitoring under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled, alarms and troubleshooting," addresses all system controller alarms (including low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on caring for the driveline," however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump off, and low speed events. The patient was given an ungrounded cable and had x-rays taken. During the analysis of the log files, technical services noted the pump stops. It is believed that the patient's pump stop was caused by a short to shield, or something passing through the pump. The issue has not re-occurred since.